Event description:
It was reported that a needle shaft leak occurred. An icepearl needle was selected for use during a cryoablation procedure. During the needle test phase, bubbles were noted coming from the shaft. The needle was discarded and the procedure continued with another of the same device. No patient involvement.